Event description:
It was reported that the patient's right ventricular (rv) lead exhibited failure to capture. Programming changes were made. The patient had no adverse consequences due to the event.